Event description:
Kimberly-clark received a report stating, "when the pmg was turned on the temperature went up way too high and the patient was in extreme pain, the pmg was shutoff manually. The temperature in the adjustable settings was set at 85 degrees. The ramp up was normal but the temperature continued to go up beyond 95 degrees and the pmg did not shut off. The heat was so unbearable for the patient that the pmg had to be turned off manually. The physician readjusted the needle three times and attempted the procedure once more, each time the same problem occurred. Each time the temperature was overshooting by 10 degrees. On the fourth needle readjustment, the pmg was able to complete the procedure without overshooting the temperature. The physician noted that there was quite a bit of scar tissue (patient had previous surgery) but he did not notice an impedance reading". Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
The review of the device history record is pending. If any additional relevant information is identified following completion of the DHR review, the additional relevant information will be submitted in a supplemental report. The device was not returned to kimberly-clark for analysis, therefore we are unable to determine a root cause for this reported event. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark by customer.